Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation, but was returned to olympus service operation repair center (sorc). Sorc inspected the subject device and duplicated the reported phenomenon. Further, the display in the front panel became off after the error. When an abnormality is detected in the internal circuit/board of the subject device, the display turns off. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the inspection by sorc, there was the possibility that the reported phenomenon was attributed to the failure in the pressure sensor on the main board of the subject device due to coming off the electrical wire inside the pressure sensor.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device displayed error during starting up. There was no report of patient injury associated with the event.